Event description:
It was reported that patient underwent a right total hip arthroplasty on (B)(6) 2015. During the procedure, after implanting cup and liner, the surgeon opted to use a different liner because of instability encountered upon trial reduction . When the surgeon attempted to remove the liner with an osteotome, the liner and cup were both damaged and had to be removed. Another cup and liner were available to complete the procedure.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.